Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The detachment was close to site location. The infusion set was in use for three days. The site of insertion was left abdomen. No further information was available.